Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating sensor glucose versus blood glucose differences. The customer's blood glucose reading was 280 mg/dl. The customer stated that the pump suspended and she was not getting any insulin. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer was advised that there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. The customer was advised to wait until the blood glucose is stable to calibrate. The customer was advised to wait 60 minutes and verify isig has stabilized before entering a new value into the pump. The customer will be sent replacement sensors.